Manufacturer narrative:
Manufacturing site evaluation: on-going.

Event description:
Country of complaint: (B)(6). Neuro patch placed in affected area, cerebrospinal fluid leakage was observed. Sealant fiber was placed, subsequent filtering liquid occurred.